Event description:
Vns pt was explanted due to infection. The pt developed pain, edema, redness and purulent drainage at incision site post-implant. Antibiotics were prescribed and the device was later explanted.